Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported loss of aspiration occurred. The target lesion was located in a long, chronic total occlusion (cto) in the superficial femoral artery (sfa). The physician was using a 2.1mm jetstream xc catheter through a 7fr sheath and over a non bsc filter. During use, the physician felt the jetstream lost aspiration and was removed from the patient. The procedure was completed with another of the same device.. No patient complications were reported.